Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported in (B)(6) 2019 the battery of this device showed six years remaining, but at a recent follow up two months later tones were reported as well as a drop in battery voltage. A replacement of this device was required. The patient advocate who reported this case wanted to know the reason the battery had depleted, and if this could be related to a tooth treatment. It was noted that the teeth treatments occurred months after the previous follow up and the device recently began to beep. The device was subsequently explanted, but will not be returned as it was discarded. No adverse patient effects were reported.